Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a dcb00 model intraocular lens (iol) was partially inserted into patient's right eye and there was handling problem/ user error. Also unplanned sutures were done. The event was observed while inserting lens into patient's eye. Procedure was completed successfully using a backup lens of same model and diopter. Patient has reportedly recovered. No further information available.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 9/30/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed a simplicity handpiece with viscoelastic residue on the inside of the cartridge. There was no assembly issue identified neither cartridge damaged, the device plunger was in advance position and locked. Additionally the lens received as part of the return was inspected and revealed viscoelastic residue and fibers on the optic body and haptics, in which the fibers may have been the result of receiving the lens stuck to the folding carton. The lens was cleaned, and presented with no cosmetic issues. The complaint issue cannot be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional complaints from this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.